Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. The defect is a severity s1. No further investigation is required due to low severity risk. No adverse health consequences; may result in annoyance to user or patient. Investigation conclusion: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. Root cause description: in some instances mechanical failure is due to wear and tear.

Event description:
It was reported that an unspecified bd¿ ot comfort lancet device was damaged. Customer¿s verbatim: ¿ pharmacy called and reported that the ot comfort is damaged. She does not know what is damaged. Issue cannot be solved. Chemist will order ot delica to today and I sent ot delica lancing device, box of lancets and an ot lancing device for the old lancets.¿